Event description:
This is #2 of 2 nurses who associate their development of "tendonitis" with the spiking of mini IV bags with the blunt cannula. Both nurses are right dominant, and both cases occurreed in the oncology unit where the nurses spiked 30 to 40 bags per day. Case #2: the tendonitis was located in the right shoulder. Nurse has undergone "physiotherapy" with good results.